Event description:
Vent circuit had a loose piece of plastic in it. It would move as the circuit was handled. It potentially could have gone down the ett into the trachea and lungs. It was discovered before it was put on the patient. I did not see an obvious place where it came from.